Event description:
It was reported no one had a good experienced. Every person the caller came across had problems. The problems included the stimulator being on a nerve, causing pain and making the patient be unable to walk; being unable to sit, lift, or exercise; migration while walking; device not doing anything; and shocking while driving or sitting in a chair with magnets and resulting toe curling. No interventions or outcome were reported regarding this event. Further follow-up cannot be conducted to obtain this information; the caller did not provide contact information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).